Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the (B)(4) bisector was noticed out and unable to be closed, out of box. The opened a second device and was also defective, but were able to fix and use them. The hospital did not report any patient effects. Maquet cardiovascular anticipates the return of the product in question. Refer to 2242352-2011-01412

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).